Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case plan was reviewed and edited by surgeon prior to operation. Advanced accuracy test was completed, and camera function and shoulder calibration checked. System was attached to the bed by one person with no issues. 3define and draw spine was completed. Ap and oblique images were taken, and basic registration was successful. The arm was sent to expose on both sides and resent to instrument. K wires were placed, and x-ray taken throughout. Final ap image taken of k-wires and right l5 determined to be too far lateral. The arm was resent and re drilled and k-wire placed. Ap image was taken, and surgeon determined the k-wire was still too lateral and free handed l5 screw. Remaining k-wires tapped at or above 20. The guidance system was removed, and surgeon proceeded with decompression. The guidance system was removed by one person with no issues. There was no patient harm.